Manufacturer narrative:
The sample and all of the available information has been forwarded for analysis to the manufacturer, aesculap.

Event description:
L4 l5 spondylolisthesis reduction with aesculap sponydylolisthesis reposition instrument (sri), nerve root decompression, plif with cornerstone peek cages, infuse and autologous bone graft. Fairly complete resection of posterior elements. Screw insertion per guide for subsequent sri attachment. Difficult time positioning the left and right sri onto the pedicle screws due to significant fat, soft tissue and paraspinal muscle impingement onto the sri jigs. Difficult to attach t-handles onto the reduction bolt. Proceeded to reduce the spondy. Slip by about 50% (several mm). Proceeded to perform further discectomy at64/l5 and create porals for the plif cages. While performing discectomy, one reduction bolt sheared off and popped out of the operative site. About a minute later, a pop was heard as the contra-lateral side reduction bolt sheared off. Surgeon performed quick x-ray of the wound to locate the forign object. Unable to locate the distal tip of this second bolt. The right caudal component, the rivet of the articulating hinge also snapped thereby separating the right caudal sru component into 2 pieces. At this point, the jigs were completely removed from their pedicle screw attachment. The plif was completed fairly routinely and the procedure completed. Achieved approx 50% reduction of the l4 l5 spondy. Surgery prolonged approximately 5 minutes.